Manufacturer narrative:
A triple positive result was identified for one patient sample through a systems assessment for liat® analyzer (B)(4). In the review of the baseline curves, baseline disturbances are observed, affecting all channels. A systems assessment confirmed potential false positive sars-cov-2, flu a and flu b results for the initial run. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A potential false positive result for a single patient generated on the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system was identified during a system assessment. No harm was alleged. The alleged sample initially generated a triple positive result for the sars-cov-2, influenza a & b targets. The customer reported the triple positive results, and then immediately sent the same sample to their core lab for testing. At the core lab, the sample was tested on the cobas® 6800 and was negative for all targets. The negative results were also reported. An investigation was performed to evaluate the customer issue.